Event description:
It was reported that the 16 french foley catheter balloon was fully inflated and placed inside the patient with no issues. At end of case, foley catheter to be deflated by registered nurse and upon deflating, only 6ml of water was removed. Several attempts made to remove any sterile water from balloon. When attempting to remove nurse felt resistance and stopped attempts. Per surgical team, a scissor was used to cut foley above the bifurcation where the water port. No fluid drainage noted after gentle manipulation of catheter. After removal, balloon still partially inflated with all foley parts removed. Scant blood seen on foley balloon, and no visible bleeding or trauma seen at urethra site. Per additional information received via sample form on 13apr2022, stated that the foley catheter inserted at start of robotic hiatal hernia repair case with no issues. At the time of removal only 6ml of water was removed, several attempts made to remove fluid, foley catheter cut with scissor above bifurcation of foley where water port is, no fluid drained from foley, removed by surgeon with balloon still partially inflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed. The root cause was unknown. Sample was evaluated, found there was poor snip eye. However, unable to confirm the snip eye condition has caused non-deflation issue due to balloon can be inflated and deflated during evaluation. No collapse lumen was observed. Unable to determine what elements existed during the placement and use of the catheter. A potential root cause for this failure could be poor snipping /uneven snipping or user related (example: over aspirated, incorrect syringe)/ collapse lumen/ sac close eye/ valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter maintenance 1) secure the foley catheter. Use the statlock® foley stabilization device if provided. 2) maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. 3) maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. 4) keep the collection bag below the level of the bladder or hips at all times. 5) empty the collection bag regularly using a separate, clean collection container for each. Foley catheter removal 1) to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required tomake the syringe ¿stick¿ in the valve 2) allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3) use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4) if the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol 5) should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿ the actual/suspected device was inspected.

Event description:
It was reported that the 16 french foley catheter balloon was fully inflated and placed inside the patient with no issues. At end of case, foley catheter to be deflated by registered nurse and upon deflating, only 6ml of water was removed. Several attempts made to remove any sterile water from balloon. When attempting to remove nurse felt resistance and stopped attempts. Per surgical team, a scissor was used to cut foley above the bifurcation where the water port. No fluid drainage noted after gentle manipulation of catheter. After removal, balloon still partially inflated with all foley parts removed. Scant blood seen on foley balloon, and no visible bleeding or trauma seen at urethra site. Per additional information received via sample form on 13apr2022, stated that the foley catheter inserted at start of robotic hiatal hernia repair case with no issues. At the time of removal only 6ml of water was removed, several attempts made to remove fluid, foley catheter cut with scissor above bifurcation of foley where water port is, no fluid drained from foley, removed by surgeon with balloon still partially inflated.